Manufacturer narrative:
This report is filed on may 15, 2017.

Manufacturer narrative:
This report is submitted april 13, 2017.

Event description:
Per the clinic, the patient experienced pain and tinnitus with and without the device and a performance decrement leading to device non use; however the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2017 . There are no plans to re-implant the patient with a new device as of the date of this report.